Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired. There were no staples protruding from the proximal end of the reload cartridge. The sled of the reload was advanced further than the I-beam when clamped. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy of the cecum with the terminal ileum procedure, in order to resect the small intestine, the reload was attached to the handle. After opening and closing , checking the safety release button, the firing button was pressed, but it did not fire. Replaced with a new reload and it worked properly with the same handle. The event occurred during the procedure, but the product was not used for patient. The surgical time was extended by less than 30 min. There was no patient injury. It was also reported that after changing the reload both the adapter and battery worked properly.